Event description:
It was reported that the patient had a bha surgery in 2008. Afterwards, system one was dislocated from her acetabulum 3 times after bha surgery. After the 3rd dislocation, the surgeon tried close reduction but the system one came off from v40 head. Then, the surgeon implanted new v40 and system one instead of them at approximately 18 days later.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.